Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. A review of the device memory indicated that the device was at elective replacement indicator (eri). Eri triggered on (B)(6) 2016. (B)(4).

Event description:
It was reported that the device was interrogated prior to being involved in an implant procedure and indicated elective replacement indicator (eri). The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Received device in unopened original shipping package.